Manufacturer narrative:
Customer complaint: report the unit was as not infusing; the reporter was not able to duplicate this issue however the unit did have lower than programmed flow. The unit measure 60 mls/hr when programmed for 100mls/hr and 160 mls/hr at 200 mls/hr, though this problem eventually stopped after several tests. Furthermore, the unit¿s lever sheath is broken and impinging on the lever making it difficult to close the door. Tests: self-test and visual inspect. Self-test passed. Visual inspection performed and found a damage lip on the fluid shield and chip on both the door and rear case. The customer complaint was confirmed that the device did. The probable cause wasn't found, no issues, couldn't duplicate programming issue. Cosmetic on the rear case, fluid shield, and door. Ran the pump @ 60 rate ml/hr, 100 rate ml/hr, 160 rate ml/hr and 200 rate ml/hr over 50 volumes to be infused (vtbi) and couldn't duplicate any issue with programming the device. Performed pvt volume delivery accuracy test and 20.6 ml and passed.

Event description:
The event occurred on an unspecified date and involved a plum 360 where it was stated in the report the unit was not infusing; the reporter was not able to duplicate this issue however the unit did have lower than programmed flow. The unit measure 60 mls/hr when programmed for 100mls/hr and 160 mls/hr at 200 mls/hr, though this problem eventually stopped after several tests. Furthermore, the unit¿s lever sheath is broken and impinging on the lever making it difficult to close the door. The event occurred during annual preventative maintenance (pm). There was patient involvement, unknown patient harm and unknown delay in therapy.